Event description:
It was reported that before use, the device experienced multiple technical failure alarms. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.